Event description:
Caller alleged imprecision with inratio meter. Results as follows: dates: (B)(6) 2011, 1st inratio: 2.5 inr. (B)(6) 2011, 1st inratio: >7.5 inr, 2nd inratio: 6.3 inr. Pt had difficulty testing; after three attempts she was abe to get inr >7.5. Pt used the same finger with multiple sticks. Pt retested over the phone with technical support and rec'd inr of 6.3 using new finger. Pt reported some bleeding in her stool that she attributes to stool softeners for add'l medical condition. Patient therapeutic range is (2-3). Pt is on coumadin.

Manufacturer narrative:
Investigation pending.